Event description:
An operating room manager reported the unit was very slow while priming during a procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem of slow priming. Preventive maintenance was performed. The system was then testing and met all product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).